Manufacturer narrative:
As the lot number of the subject device was not provided, a lot history record review could not be performed. No sample was returned. On the basis of the evaluation of the images provided, it could be confirmed that two stents had been placed in overlapping technique in the sfa. The distal stent was found to be twisted. On the basis of the images, the twisted stent has a length of at least 100 mm. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, increased friction was felt during the stent placement procedure. As reported, the lesion had been pre-dilated but no post-dilation was performed. On the basis of the information available and the evaluation of the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. Also the IFU states that pre-dilation of the lesion should be performed by using standard techniques and that post stent expansion with a pta catheter is recommended. Furthermore, the IFU states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the vascular stent had been implanted in overlap with another stent of the same type and size in a pre-dilated, calcified sfa during a stenting procedure with satisfactory results. Three months later, the patient presented with claudication of the treated limb. During the performed control angiography, the vascular stent was found to be twisted. A bypass surgery was performed for treatment.